Event description:
It was reported that a pump malfunction occurred. There was no adverse impact on the customer¿s blood glucose level. The customer was assisted by technical support with resetting the pump, after which the malfunction did not recur, allowing continued use of the pump. The customer was advised to call back if any issues arise again, and they acknowledged and understood the instructions.